Manufacturer narrative:
A thorough inspection with functional and safety tests of the involved transducer was performed by the local philips service engineer. Proper functionality of the transducer was confirmed and the device remains at the customer site. Since a return of the transducer is not expected, no additional device analysis can be performed.

Event description:
A customer reported detecting a perforated esophagus after attempting to perform a transesophageal (tee) examination using an x7-2t model transducer with an epiq ultrasound system. The doctor could not properly insert the transducer down the patient¿s esophagus, so the procedure was aborted. The injury was noticed the next day, and the patient was transported to another facility for treatment. Further information regarding the patient condition post procedure was not disclosed and the device remains at the customer site.